Event description:
The international customer reported the ventilator alarmed due to a low oxygen supply. The customer reported the alarm was observed by biomedical personnel during a daily routine checkout. The customer reported the hospital oxygen supply (gas pipeline) pressure was low. The customer reported the finding was rectified and the reported problem was resolved. During use in normal ventilation mode, a high urgency alarm indicates that the oxygen gas supply is below acceptable level and the %o2 setting is above 21%. Per the device operators manual, the user must check o2 gas connections and inlet filter. The ventilator will continue to provide ventilatory support, however the loss of the oxygen source can be detrimental to a patient. This is being reported as user error.